Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: (B)(4) for second balloon. According to the reporter: two trocars were used and both times the balloon on the trocar would not inflate.